Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.n981usqsdhyg5 hardware: sm-n981u cgm sensor type: g7.

Event description:
It was reported that the patient had been seen by paramedics with hypoglycemia on (B)(6) 2025). The patient's blood glucose levels declined to 32 mg/dl while wearing the pod between 36 and 48 hours. It was also mentioned that the patient was slurring their words. The patient was treated with an IV (intravenous). The patient was released over an hour later (B)(6) 2025). The pod was worn when seeking medical attention.